Event description:
Patient had super condylar nail implanted 5 yrs ago. Now explanting nail and changing the poly insert.

Event description:
Patient had super condylar nail implanted 5 yrs ago. Now explanting nail and changing the poly insert.

Manufacturer narrative:
An event regarding revision involving a dura duration a/p tib med 9 was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return, operative reports, progress notes, and x-rays are needed to fully investigate the event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).